Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m lead implanted: (B)(6) 2014; 4076 lead implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that within a few days of implant, the left ventricular (lv) lead was found to have dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.